Event description:
It was reported that the customer received an error message that the stockert generator was not able to read the cool flow pump. The customer also reported that the pump flow was set at 3 ml/min and increased to 10 ml/min on its own. Caller stated that the issue was erratic. The issue was resolved by multiple reboots and re-setting. This event is reportable because this malfunction could result in serious injury.

Manufacturer narrative:
Attempts to service the device were made but no communication was received from customer. The device history record for cool flow pump serial# (B)(4) shows that no test fails were noted during the manufacturing cycle related to functionality of the device. (B)(4).

Manufacturer narrative:
The product investigation is currently in progress. Investigation conclusions will be submitted to the FDA in a supplemental report upon completion. (B)(4).

Manufacturer narrative:
Manufacturer's reference # (B)(4). It was reported that the customer received an error message that the stockert generator was not able to read the cool flow pump. The customer also reported that the pump flow was set at 3 ml/min and increased to 10 ml/min on its own. Caller stated that the issue was erratic. The issue was resolved by multiple reboots and re-setting. The device was tested and the issue was not reproducible. The unit was upgraded as per service bulletin # 9, which is an encoder mounting upgrade. However, this action is not related to the reported event. Calibration procedure and cool flow pump final test procedure were performed and the unit was operating within specifications of test and calibration. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. The system is ready for use. The customer complaint was not confirmed.